Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: vaginal prolapse. The needle of the suture broke + needle not fitting in the groove of the capio. There were unretrieved device fragments.

Manufacturer narrative:
(B)(4). Report 3004365956-2022-00073 is being retracted because the customer reported that it is a duplicated report.